Manufacturer narrative:
This is case report 1 of 6 from this reporter.

Event description:
Heart graft ventricular dysfunction. Spontaneous report rec'd on 23 may 2007 from a physician assistant regarding a heart transplant pt (identifiers not provided). The pt rec'd a heart graft that had been preserved with celsior (date of transplant and elapsed time of preservation were not provided) in 2007. The pt's medical history was not provided. During or immediately post the heart transplant (elapsed time not provided), the pt experienced heart graft ventricular dysfunction and died. It was the opinion of the physician assistant that the event was severe in intensity and possibly related to celsior. No further info was provided.